Manufacturer narrative:
Investigation: visual inspection no significant deformations of damage of the valve was detected during the visual inspection. Permeability test a permeability test has shown that the valve is permeable. Adjustment test this is a fixed pressure valve; a braking force and brake function test is not applicable. Braking force this is a fixed pressure valve; an adjustment test is not applicable. Results it should be noted that the valve was received dry (not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquid and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the valve. No significant deformations or damage of the valves was detected during the visual inspection. Next, we tested the permeability; the valve was shown to be permeable. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. As described in our literature the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Height: 180cm. When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the valve is blocked. The reporter indicated a 9 month post operative valve is blocked. The valve was explanted. Additional details of the event is not available.